Event description:
A female pt diagnosed with a giant pigmented nevus had a 3610-44 tissue expander placed in her scalp on 1/7/97. The physician discovered an alleged leakage and explanted the tissue expander on 6/18/97. It was replaced with an identical size tissue expander.